Manufacturer narrative:
The 76 year old male patient involved was reported as wear monitoring due to early prosthesis wear approximately 6.5 years after the index right tha surgery. There appeared to be a slight amount of prosthesis wear in the provided radiograph. However, the devices were not available for evaluation as they remain implanted. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear/osteolysis significant edge loading of the femoral head on the acetabular liner due to implant positioning and implanted with a component having a shelf age of greater than 2 years. The most likely cause for the wear monitoring reported due to early prosthesis wear is a combination of the risk factors including, use error, implant positioning, implant size selection, and patient factors (fitness for surgery, biomechanics, activity level and local tissue oxidation potential could have all contributed to the increased trend in wear/osteolysis related complaints)

Event description:
The 76 year old male patient involved was reported as wear monitoring due to early prosthesis wear approximately 6.5 years after the index right tha surgery. There appeared to be a slight amount of prosthesis wear in the provided radiograph. However, the devices were not available for evaluation as they remain implanted. Concomitant device: cocr fem head 32mm +0 offset 12/14 (cat# 142-32-00 / serial# (B)(4))